Manufacturer narrative:
One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned separated with the carrier tube in the fully rear locked position. The suture was also returned with the black compaction indicator intact and was found to have been cut. No damage or issue was identified. Functional testing was performed by attempting to connect the carrier tube and hemostasis sheath. The components were able to be fully connected and no issue was identified with device function. The complaint was confirmed for a potential separation issue. The exact root cause was unable to be determined. The likely cause was determined to have been lateral movement of the carrier tube hub during fully rear locking resulting in device separation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that at the end of the emergent splenic embolization procedure a 6fr angio-seal device was being deployed when it malfunctioned. While pulling back on the device, during the second click, to lock the foot plate in position, the back portion became dislodged and pulled all the way out/off. In order to deploy they had to cut the string/tubbing at the hub, pull device sheath out and use the green tamper tube to confirm compaction. There was no harm to the patient, and they were able to get a good seal. The attending is very experienced with angio-seal deployment. The patient was not injured, medical or surgical intervention was not required. No blood loss was reported. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 03 oct 2023: there was a pre-deployment angiogram performed at the beginning of the procedure to confirm location for deployment. Patient left the procedure room in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.